Event description:
Patient presented to the physician with ongoing issues related to improper wound healing at the neck incision site and pain at the ipg site. Physician brought the patient into the or and removed the entire inspire system.

Event description:
Patient presented to the physician with improper wound healing of the neck incision site. Physician prescribed antibiotics.